Manufacturer narrative:
On march 21, 2023, mentor completed a reevaluation of the device as the authorization form for examination was received. The following information was added to the device evaluation. Mentor then conducted a thickness measurement of the returned device. A thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 02, 2023, the mentor analysis lab received the suspect medical device for evaluation. On march 03, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, leak testing, and microscopic examination. Visual analysis of the returned sample revealed that the breast implant was found to have three (3) tears (tear a, tear b, and tear c) on the posterior view, measuring approximately 0.6 cm, 0.5 cm, and 0.5 cm, respectively. Additionally, the returned sample was received without a valve plug. Leak testing was performed, in accordance with mentor procedures, and no additional tears were found in the returned device. A microscopic examination was performed and no instrument damage was observed at the edges of the tears. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this deflation on the tears and the missing valve plug. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 63-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor smooth saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a delated right breast implant during an in-office visit with a medical professional and ultrasound imaging. As a result, the patient is scheduled for removal on (B)(6) 2023. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.